Manufacturer narrative:
Batch review performed on 02 april 2024 lot 2314121: (B)(4) items manufactured and released on 13-jul-2023. Expiration date: 2028-06-28. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e002rp patella resurfacing size 2 e-cross (k202022) lot 2319973: (B)(4) items manufactured and released on 23-oct-2023. Expiration date: 2028-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 months from the primary, the patient came in reporting instability due to the patella dislocating laterally and the cause is unknown. The surgeon released the patella more laterally and upsized the insert (from 12 mm to 17 mm). The surgery was completed successfully.